Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and the local biomed has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 defibrillator indicating that the device is not turning on. The biomed communication with the philips rse concluded that the processor pca needs to be replaced. The processor pca and its associated user interface cable need to be replaced. The parts are to be sent to biomed for their installation. No further action is needed at this time. Based on the information available and the testing conducted, the cause of the reported problem is the processor pca. The reported problem was confirmed by the biomed. The evaluation of the device concluded the processor pca needs to be replaced to bring the device back to full operation. The biomed to install the part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.